Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose. The customer's blood glucose level was 44 mg/dl and current blood glucose is 306 mg/dl. The customer blood glucose was dropped and this morning it was 74 mg/dl and she could tell it was lower which it was 44 mg/dl. Customer reported that, she was in the hospital over the weekend and has had and issues since last tuesday. Customer reading on the pump was 245 mg/dl. The customer treated high blood glucose with insulin pump and customer declined troubleshooting for high and low blood glucose levels. The sensor glucose value from reportable event was 345 mg/dl. Insulin pump will not be returned for analysis.